Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements and loss of capture. Fluoroscopy was performed with a lead to header connection issue confirmed. This lead remains in service. No adverse patient effects were reported.